Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy procedure, when the surgeon fired the device initially, it worked appropriately. On the second firing with a white vascular reload when fired a cross the hilum, it did not transect the tissue and had malformed staples. The staples appeared to be open ended. Another device was used to continue with the procedure. There was no adverse consequence to the pt reported. The device is being held by risk mgmt but will be returned.